Manufacturer narrative:
This event was from the following literature article: shahverdyan r, gawenda m, brunkwall j. Triple-barrel graft as a novel strategy to preserve supra-aortic branches in arch-tevar procedures: clinical study and systematic review. European journal of vascular & endovascular surgery 2013;45(1):28-35. No lot number information was supplied; therefore, no review of the manufacturing paperwork could be performed. The device was not returned; consequently, a direct product analysis was not possible. Without additional information it is impossible to further investigate this event.

Event description:
In a literature article a gore viabahn endoprosthesis was used in a chimney procedure in the left common carotid artery. It was reported that the pt suffered prolonged artificial ventilation with tracheal cannulation. It was stated that a postoperative hematoma developed at the access side of the neck. A surgical revision was performed. Pt was successfully weaned from the ventilation and discharged.